Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was difficult to remove. There was bruising of the skin but medical attention was not needed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "description/indication: the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply wash penis with mild soap and warmwater. Dry thoroughly. Trim pubic hair if necessary. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." (B)(4).

Event description:
It was reported that the catheter was difficult to remove. There was bruising of the skin but medical attention was not needed.